Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) double curve was used and a watchman laa closure device was deployed. When the closure device was recaptured, the sheath of the access system was observed to be kinked. The procedure was completed with another of the same device. No injury or patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. The sheath had several kinks between 22cm and 25cm proximal to the tip. Product analysis confirmed the reported event.

Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) double curve was used and a watchman laa closure device was deployed. When the closure device was recaptured, the sheath of the access system was observed to be kinked. The procedure was completed with another of the same device. No injury or patient complications were noted.